Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a no delivery. Troubleshooting was performed. The customer's blood sugar at time of incident was 407 mg/dl. Customer's current blood sugar is 407 mg/dl. The customer reports they do not feel okay to troubleshoot. Troubleshooting was declined by the customer's mother.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.